Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface (ui) assembly, which resolved the reported issue. Physio then completed other unrelated repairs and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed user interface (ui) assembly and determined the cause of the reported issue was due to a missing component, a filter designated fl29. The component was likely removed from the board due to physical damage.

Event description:
The customer contacted physio-control to report that their device had an event code logged in the device's system memory. Upon evaluation of the customer's device, physio-control observed the analyze button would not respond when pressed. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: the initial medwatch report (additional mfg narrative) indicates: (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface (ui) assembly, which resolved the reported issue. Physio then completed other unrelated repairs and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed user interface (ui) assembly and determined the cause of the reported issue was due to a missing component, a filter designated fl29. The component was likely removed from the board due to physical damage. The initial medwatch report (additional mfg narrative) should indicate: (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface (ui) assembly, which resolved the reported issue. Physio then completed other unrelated repairs and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed user interface (ui) assembly and determined the cause of the reported issue was due to a missing component, a filter designated fl11. The component was likely removed from the board due to physical damage.

Event description:
The customer contacted physio-control to report that their device had an event code logged in the device's system memory. Upon evaluation of the customer's device, physio-control observed the analyze button would not respond when pressed. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.